Event description:
It was reported that at the device follow up, the patient complained of pocket stimulation. It was also reported that the device had experienced a power on reset (por) and required reprogramming to a low output and a rate of 40 ppm to avoid pacing. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).